Event description:
It was reported that the event occurred while in the cardio cath lab during insertion. The md followed the instructions for use (IFU) exactly before the intra-aortic balloon (iab) insertion. The md vacuumed the iab properly inside of the tray. After the md inserted the iab via left femoral artery with no issues, the md operated the intra-aortic balloon pump (iabp), but the device did not work; the iab would not inflate and deflate. As a result, the md turned the pump off and removed the iab successfully. The md replaced the kit and inserted the second iab via the same insertion site successfully and the procedure went on as planned. There was no report of patient death or injury. No medical/surgical intervention was required. There was a few minutes delay or interruption in therapy noted. The patient outcome is the procedure was well performed with no complications. Additional information received on (B)(6) 2013 stated the iab was not inflating under fluoroscopy; the pump did alarm. The md could not remember what the pump alarmed.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.